Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
During intraoperative preparation a discrepancy in the patient's date of birth on the label was noticed. The surgery was cancelled.